Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A certified diabetes educator reported via phone call that the insulin pump alarmed weak signal and the sensor only partially worked. The customer indicated that the need a glucose graph for the sensor. The customer's blood glucose reading was between 239 mg/dl to 474 mg/dl at the time of incident. The customer was unable to troubleshoot for the high blood glucose however, the alarm was explained to the customer. The device will not be returned.